Event description:
It was reported that the ipg light on the programmer was blinking. The patient experienced pain in the neck area and shocking on the neck that extended into the jaw. Upon interrogation it was discovered that the ipg was at end of life. The ipg, and possibly the extension, was replaced. The outcome of the surgery is unknown. The patient has since expired from unrelated causes.